Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate atp and hv shock for svt rhythm. The patient was in atrial tachycardia with rapid ventricular response. A few ventricular intervals felt into the fib zone. Programming changes were recommended. No further information is available.